Event description:
It was reported that the patient presented in clinic for a follow-up. Upon examination, the his bundle pacing lead exhibited far p-wave oversensing. Because the his bundle pacing lead is still functioning properly, no intervention was performed at this time. There is no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).